Event description:
In a 60 ml syringe, white deposit/a white lump was observed on the plunger. The syringe is from batch 2407088. We have kept the syringe, should you wish to have it returned for cause analysis, please do. Could you handle the complaint?

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
In a 60 ml syringe, white deposit/a white lump was observed on the plunger. The syringe is from batch 2407088. We have kept the syringe, should you wish to have it returned for cause analysis, please do. Could you handle the complaint? When did the incident occur? Before use.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo and one physical sample was provided to our quality team for investigation. Through visual inspection, a long spongy particle was observed within the syringe, verifying the reported incident. Characterization testing was performed and found the particle was consistent with the silicone material used to seal line protections. A device history review was performed for reported lot 2407088, no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Six retained samples of the reported lot were used for additional evaluation. The products were visually inspected and no particles or other foreign matter was identified within any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Equipment undergoes routine cleaning and maintenance. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out. Manufacturing personnel have been notified if this incident. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.